Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on stomach stapling, the surgeon was not able to press the green button and squeeze the handle and the device did not fire. The first firing went well, but when reloaded, the gun, would not fire. They opened a new gun to complete the case. There was no patient injury.